Event description:
Covidien received information stating an 840 ventilator stopped cycling while in use on a patient. The patient was transferred to another ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the analog interface (ai) printed circuit board (pbc). The unit passed all testing and operates within the manufacturing specifications. (B)(4).